Event description:
Pt had a sigmoidoscopy procedure. Then later the same day, a barium enema revealed peforated bowel. Laparoscopic revealed performated recto-sigmoid colon. Surgical repair was done. There is no indication of a problem with the device.